Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by service report that the beds were shorting out the nurse call system on the head wall. No pt involvement or adverse consequences are reported.